Event description:
Blanket warmer on operating room table and functioning (warming). Pt transferred onto warming blanket and a leak occurred resulting in wet bed linens, positioning devices and operating table. The pt was transferred back to gurney, table dried, dry linens/positioning devices placed, new blanket warmer placed, pt transferred back to operating table. Blanket warmer. Leak issue recently with removal of all lot number 57870 by MFR's rep. Defect or failure created an unsafe environment.